Event description:
Patient presented in the ER with device in hardware reset bvvi state. The patient was in the process of receiving radiation therapy. Options were presented to restore the device. The physician decided to leave the device as is for the remainder of radiation therapy. In 2009, the rep informed that the device is to remain implanted. Physician decided to downgrade the device in the near future. It was not noted if the device was restored from bvvi.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.